Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin was coming out on the end of tubing. The customer¿s blood glucose level was 141 mg/dl at the time of the incident. Customer stated that already they used 2 reservoirs and infusion set. Customer stated that they were not seeing fill amount during the fill tubing process. The insulin pump will not be returned for analysis.